Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, high capture threshold was observed on the right atrial lead. The lead was not implanted. Another lead was implanted. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.